Event description:
Report received of a non-delivery of tpn. The pump was programmed to deliver tpn via a central venous access site at 42ml/hr. The tpn was started at 9:00pm on the day of the event. It was noted at 9:00am on the following day that no fluid had been delivered from the tpn container. The pump was incrementing as though fluid were being delivered, but no fluid had infusing. There was no adverse effect to the patient. The patient had no fluctuation in blood sugar levels. No medical interventions were required. The pump was removed from clinical service and the infusion was resumed on a different device. Though requested, there was no additional information available.